Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision due to elevated blood metal readings.

Manufacturer narrative:
This is a duplicate report of (B)(4). Duplicate (B)(4) is being retracted as it is report duplication. (B)(4) will be kept for investigation purposes.